Event description:
Case reference number ID (B)(6) is a spontaneous report sent on (B)(6) 2015 by a physician which refers to a female aged (B)(6) years.no information about medical history or concomitant medication was provided. The patient has no history of allergies.the patient had previously received treatment with 2 ml restylane perlane lidocaine in the smile lines on (B)(6)2013.on 12-may-2015, the patient received treatment with 0.8 ml restylane perlane lidocaine (lot number unknown) to the nose with a sharp needle.1 day later, on 13-may-2015, the patient experienced severe necrosis(implant site necrosis) at the nose tip. In -may-2015, the patient also experienced infection(implant site infection) and inflammation(implant site inflammation) at the nose tip.treatment for the adverse event included:- ciprofloxacin 500 mg x3/day [ciprofloxacin] [13-may-2015:02-jun-2015]- methylprednisolon 8 mg x3/day [methylprednisolone] [13-may-2015:20-may-2015]- topical treatment with bactroban ointment [mupirocin], povidon iodine [povidone-iodine], arnica [arnica montana].at the time of the report the necrosis, infection, and inflammation were recovering/resolving.the reporter has assessed the necrosis (implant site necrosis), infection (implant site infection), and inflammation (implant site inflammation) as possible related to treatment with restylane perlane lidocaine.the company has assessed the necrosis (implant site necrosis), infection (implant site infection), and inflammation (implant site inflammation) as possible related to treatment with restylane perlane lidocaine.

Manufacturer narrative:
Pharmacovigilance comments: a causal relation between the events and the treatment seems possible. The injection procedure and the product volume of 0.8 ml injected into the nose may have contributed to the events. The reported events are addressed in the label. The case has been assessed as serious since medical intervention was required to solve the adverse events. CAPA engineering evaluation: the events are already addressed in the instructions for use (IFU). In the warning section of the IFU, it is stated that the product should not be injected intravascularly. As for other injectable medical devices, inadvertent injection into blood vessels could potentially lead to vascular occlusion, ischemia, and necrosis. No action will be initiated. Manufacturing evaluation: lot number was not reported and a batch record review cannot be performed. Galderma laboratories l.p. (Importer) is submitting on beahlf of q-med ab (manufacturer) exemption number : (B)(4) (B)(4) (B)(4).